Manufacturer narrative:
H10: the device was received for evaluation containing 142 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused. The device was filled with flucloxacillin 12g and citrate buffer in 230ml sodium chloride 0.9%. The issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.